Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a fibroscopy/angiodysplasie procedure performed in the stomach on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. Reportedly, the clip was forcefully pulled off of the tissue, causing a moderate amount of bleeding. The procedure was completed with another resolution 360 clip device. The patient¿s condition at the conclusion of the procedure was reported to be stable. The patient was kept in the hospital for an additional night to control the condition.

Manufacturer narrative:
Mfg site name - freudenberg medical. Investigation results: a visual examination of the returned complaint device noted that the clip assembly was detached from the control wire and still attached to the bushing. The capsule locks were locked onto the bushing. The prongs were not locked into the capsule. The coil was kinked at the distal end. The prongs had an overbite. There was a kink in the control wire near the handle, center, and the distal end of the device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and there was no evidence to suggest that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a fibroscopy/angiodysplasie procedure performed in the stomach on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. Reportedly, the clip was forcefully pulled off of the tissue, causing a moderate amount of bleeding. The procedure was completed with another resolution 360 clip device. The patient¿s condition at the conclusion of the procedure was reported to be stable. The patient was kept in the hospital for an additional night to control the condition.